Manufacturer narrative:
The event occurred in the us. Customer reported that while running on patient "no flow reading" on the rotaflow console occurred. The customer restarted the pump and the unit was working without issues. No indication of actual or potential for harm or death has been reported. The rotaflow console with s/n (B)(4) was investigated by a getinge field service technician on (B)(6) 2021 and the technician was unable to reproduce the reported failure. During the investigation the technician detected a cracked closing assy and furthermore it was identified that the battery charging led was not illuminated. These parts were replaced by the technician. A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could not be confirmed. However the failure mode "no flow readings" can be linked to the following most possible root causes according to our risk management file (dms# (B)(4). Malfunction of bubble/flow sensor electronics. Dried contact gel. User forgot renewing contact gel. Mechanical defects (impact). Sensor not detected although sensor is connected. Device used out of specification. Software error. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the us. Customer reported that while running on patient "no flow reading" on the rotaflow console occurred. The customer restarted the pump and the unit was working without issues. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).